Event description:
A max-a adhesive sensor was giving high readings while being used with another company's pulse oximeter setup. The sensor was showing 100% sp02 while the abg (arterial blood gas) showed sa02 of 80%. The hospital then began monitoring the pt with another company's sensor. Three days following the replacement of the sensor, the pt expired.